Event description:
It was reported to philips that the battery low indicator did not last long enough. There was no report of pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.